Event description:
It was reported that when the device was used during an unknown procedure, a piece of the gasket fell into pt abdomen cavity. Gasket was retrieved. Opened another device to complete the case. There was no consequence to pt.